Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recurring no delivery alarms on the insulin pump. The customer¿s blood glucose level was 500 mg/dl. The customer stated they were not getting the piston to move forward or backward. The customer disconnected, suspended, and resumed the insulin pump. They did a displacement test. The customer was then able to see the piston move back and front. They declined troubleshooting for the no delivery alarms and the high blood glucose. The customer stated they will treat with the insulin pump and call back if the issues recur. The device will not be returned for analysis.